Event description:
It was reported that during a laparoscopic assist vaginal hysterectomy, the jaw of the device would not open after it was fired. Another device was used to cut the tissue around the jaw to remove the instrument. Another device was used to complete the case with no add'l pt consequences.